Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure analysis observed during analysis. A partial lead with the connector pin measuring 10.3cm was returned for analysis. Insulation degradation was noted at 4.5cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.